Event description:
The customer alleges that a nurse was attempting to level the bed from a trend position. When they grabbed the trend handles the bed dropped into a reverse trend position and pulled them down. The nurse allegedly suffered a back strain.